Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b5, h10 and h6. Investigation: the customer noted that the donor does not have a history of leukoreduction failures. The customer provided lab results and a procedure record for this unit. The procedure record states the unit was discarded due to elevated wbc count. There are no actual rwbc results listed. The lab reports indicate the donor had a higher than normal wbc count prior to the donation at 12.3 x 10^3/ul. The product lab results appear to have been run on a hematology analyzer, not flow cytometry or adam analyzer. The wbc count from the report is not completely legible but appears to read 278 x 10^3/ul. The unit was discarded prior to a final volume measurement. A definitive actual rwbc count cannot be determined. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbc from the lrs chamber near the end of the platelet collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Event description:
A definitive rwbc count is not available from the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbc from the lrs chamber near the end of the platelet collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer. Wbc count is not available at this time.